Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Additionally, the pump supplies were in use for 2 days with novolog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose (bg) ranged from 300 mg/dl to a reading of "high" on the customer's continuous glucose monitor. A correction bolus via the pump was delivered to address bg.